Event description:
It is reported that the pt was revised, due to wear of the articular surface resulting in proximal tibial osteolysis.

Manufacturer narrative:
Eval summary: while a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation suggests that the event is related to the issues for which zimmer implemented a correction action for in 2007. This corrective action involved enhancing the labeling for the natural knee ii knee system. Reference MDR 1822565-2006-00284 for additional info regarding the corrective action taken. Device history records could not be reviewed due to the lot number being unk. It was observed that there is a significant amount of backside wear and cold flow into the holes on the distal portion of the articular surface. The anterior portion shows wear on the articulating surfaces and across the intercondylar portion of the articular surface. The anterior locking tab was also fractured which could be attributed to explantation.